Event description:
It was reported that patient presented remotely via merlin.net. The pacemaker (pm) was in back up mode due to firmware update. The pm was reprogrammed to normal mode. The patient was stable.

Event description:
It was reported that the pacemaker (pm) exhibited backup operation. No intervention or patient condition was reported.